Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation presumed that the temporary malfunction occurred due to the environment of the user facility. Additionally, if the ventilation hole of the device was blocked, the device temperature would easily increase. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event. The olympus light was measured, and it was at 200 hours which was within olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure the evis exera iii xenon light source main lamp does not ignite but the spare lamp worked. There was no patient harm or user injury reported due to the event.